Event description:
It was reported that the user dropped the ilet, causing the connector to crack and leave the end of the connector lodged in the ilet with the cartridge; the user was guided to remove the broken connector and cartridge using tweezers and pliers and was successful. Customer care provided support that included troubleshooting by phone to remove the broken component and confirm resolution without alerts or alarms. Investigation of this case revealed a damaged connector consistent with physical damage to the device component, resolved through user-performed removal and reconnection guidance. No injury or adverse clinical symptoms as no change in blood glucose was reported. Outcomes included user education to wait 24 hours before reconnecting after administering long-acting insulin without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in device damage.